Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the mean gradient pressure increased to 6mm hg with clip deployment. It was reported that the index mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr). Three clips were implanted. On unspecified date, the patient presented with shortness of breath and heart failure symptoms due to progression of disease. Mr grade of 4+. The initial clips were confirmed to be stable on the leaflets and there was no leaflet or chordal damage noted. In the physicians opinion, the increased mr was due to progression of disease. On (B)(6) 2020, a second procedure was performed to treat mr grade of 4+. One clip was implanted, reducing mr to 3-4; however, the mean pressure gradient increased to 6 mmhg. The patient was stable post procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labelingna.